Manufacturer narrative:
The device was serviced onsite. An event history log review, service history review, functional testing, and a visual inspection were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The f-49 and f-82 alarm were identified during functional testing. The cause of the condition was determined to be a damaged cpu card. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, the flo-gard infusion pump was found to have an f-49 alarm (malfunction in real time clock: abnormal rtc data) and f-82 alarm (no acknowledgment message from slave cpu for three communication trials). There was no patient involvement. No additional information is available.